Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was not feeling well. He was feeling sick and throwing up. The patient stated the cgm was working find and was giving correct information but they could not remember the value. He also could not remember if a bg finger stick was taken. His son took him to the hospital. A bg was taken and it was around 1000 mg/dl. The patient was given insulin drip and saline and other unspecified treatment. It was not confirmed if patient was discharged from the hospital the same day. At the time of the report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.